Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, and lower abdomen using a legacy coolmax applicator. On (B)(6)2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the upper and lower abdomen. Physician additionally noted "some enlargement with bulging is noted in lower abdomen".

Manufacturer narrative:
Corrected data d1: brand name.

Manufacturer narrative:
Continued additional device info. (D.4): (B)(4). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, and lower abdomen using a legacy coolmax applicator. On (B)(6)2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the upper and lower abdomen. Physician additionally noted "some enlargement with bulging is noted in lower abdomen".

Manufacturer narrative:
Corrected data: h.9.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, and lower abdomen using a legacy coolmax applicator. On (B)(6)2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the upper and lower abdomen. Physician additionally noted "some enlargement with bulging is noted in lower abdomen".

Manufacturer narrative:
Corrected data: h.10, h.11. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, and lower abdomen using a legacy coolmax applicator. On (B)(6)2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the upper and lower abdomen. Physician additionally noted "some enlargement with bulging is noted in lower abdomen".

Event description:
Allergan received a report that a patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen, and lower abdomen using a legacy coolmax applicator. On (B)(6)2021, the patient was diagnosed with paradoxical hyperplasia (ph) to the upper and lower abdomen. Physician additionally noted "some enlargement with bulging is noted in lower abdomen".

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. Paradoxical adipose hyperplasia is a labeled known event. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.